Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of the investigation.

Event description:
It was reported during a routine follow- up, the lead right ventricle lead (rv), was showing high threshold values. A procedure was done to reposition the lead, and it was observed that the helix was retracted. After repositioning, the threshold values were intermittently high. Therefore, the lead was replaced with a passive lead. No adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during a routine follow-up, the lead right ventricle lead (rv), was showing high threshold values. A procedure was done to reposition the lead, and it was observed that the helix was retracted. After repositioning, the threshold values were intermittently high. Therefore, the lead was replaced with a passive lead. Additional information: several return requests were made, and although the rep indicated the device would be returned, bsc still has not received the device.